Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the cgm and bg were off by about 100 points mg/dl on (B)(6) 2019. Two values involved were 139 mg/dl and 236 mg/dl, but she could not remember which was the cgm value and which was the bg value. The patient¿s bg values went above 600 mg/dl during the night, and he ended up being hospitalized in the intensive care unit (ICU) for diabetic ketoacidosis (dka) on (B)(6) 2019. He was treated with insulin via intravenous (IV) therapy and for the first 3 days his glucose remained above 300 mg/dl. The hospital could not determine if the cause of the dka was the cgm inaccuracy, or an issue with the tandem insulin pump infusion site. It was indicated that the hospital staff changed the sensor five times, including each time they tried to restart the insulin pump. He remained hospitalized for four days and was discharged on (B)(6) 2019. At the time of the contact, the patient was in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.